Event description:
Provider states unit has no alarm.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Provider states unit has no alarm.

Manufacturer narrative:
(B)(4) 2015 - the updates made are the evaluation results from the product being returned and inspected.